Event description:
Five months post-op, radiographic evaluation revealed that the implant had migrated from its original position. The pt was asymptomatic. The implant was well fused with bone and connective tissue. Three months post-revision surgery, the replacement implant was also radiographically identified as migrated from its original position. This implant was also well fused with bone.

Manufacturer narrative:
Investigation in progress.